Event description:
It was reported that pump malfunction occurred after pump briefly fell in water while customer was outside in high temperature, and malfunction code appeared that could not be reset. There was no adverse impact to the customer¿s blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.